Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String shredded, broke off- retained, vagina [foreign body in reproductive tract]. Removing tampon and string shredded into pieces and broke off [complication of device removal]. String shredded, broke off [device breakage]. Consumer reported via e-mail that she removed tampon and the string shredded into pieces and broke off. No serious injury reported.